Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that the grey tip came off of the vasoview hemopro. The hospital did not report any patient effects. Once the jaw was found to be missing some of the coating (after completing most of the case), the operator put the hp aside and opened a new device to complete the case. No pieces of the jaw were found in the patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled with detachment at the base. No other no conformance was observed. Based on the condition of the device as found and the results of the investigation, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that the grey tip came off of the vasoview hemopro. The hospital did not report any patient effects. Once the jaw was found to be missing some of the coating (after completing most of the case), the operator put the hp aside and opened a new device to complete the case. No pieces of the jaw were found in the patient.